Event description:
It was reported that the purewick female external catheters caused irritation to the patient. The patient was on 2 types of antibiotics to counter it and patient stated that it burns to urinate. The patient had been using this product for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are experiencing skin irritation or breakdown at the site. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick female external catheters caused irritation to the patient. The patient was on 2 types of antibiotics to counter it and patient stated that it burns to urinate. The patient had been using this product for less than 90 days.